Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the monitor had gone bad. Ge rep ordered a replacement monitor. It is anticipated that replacement of the monitor will restore the system to operating as intended.